Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and non-calcified portal vein. A 12.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and a pinhole and some blood inside the balloon at the proximal end was noted. The procedure was completed with a different device. No patent complications were reported. It was further reported that another balloon was used to post-dilate the stent.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and non-calcified portal vein. A 12.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and a pinhole and some blood inside the balloon at the proximal end was noted. The procedure was completed with a different device. No patent complications were reported.